Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor (cgm) sensor failed to provide glucose readings and produced a pairing failed alert with the ilet; customer care provided guidance to toggle settings on the ilet and rescan, after which the sensor paired and the ilet provided readings, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between connected devices associated with intermittent communication failure, with the affected component identified as the antenna within the electrical and magnetic communication system. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.